Manufacturer narrative:
The customer noted that the event would occur when a urine specimen is followed by a serum specimen. The analyzer log files showed that: - on (B)(6) 2023, the sample probe had some abnormal aspirations. The investigation concluded that the sample probe was dirty. - the humidity in the laboratory was noted to be around 20%. Product labeling states "environmental conditions during operation - the following environmental conditions must be fulfilled during operation. Ambient humidity 30¿85% floor conditions." - the qc statistic of the assay showed that the coefficient of variation (cv) was clearly not within specifications since the beginning of (B)(6) 2023. The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results from 50 patient samples tested on the cobas pro c 503 analytical unit. The reporter was able to provide 5 examples of discrepant results. The initial results were reported to the medical team. The patient samples were rerun on 2 other c 503 analyzers - analyzer 1 and analyzer 2. On (B)(6) 2023: sample 1 - the initial result from the reported analyzer was 177 umol/l. The first repeat result from analyzer 1 was 67.7 umol/l. The second repeat result from analyzer 2 was 66.5 umol/l. Sample 2 - the initial result from the reported analyzer was 192 umol/l. The repeat result from analyzer 1 was 65.6 umol/l. The repeat result from analyzer 2 was not provided. Sample 3 - the initial result from the reported analyzer was 193 umol/l, the repeat result from the reported analyzer was 86.6 umol/l. On (B)(6) 2023: sample 4 - the initial result from the reported analyzer was 178 umol/l. The first repeat result from analyzer 1 was 103 umol/l. The second repeat result from analyzer 2 was 107 umol/l. On (B)(6) 2023: sample 5 - the initial result from the reported analyzer was 139 umol/l. The repeat result from an unspecified analyzer was 102 umol/l. The repeat results were deemed to be correct. The reagent lot number is 663665. The expiration date was requested but not provided.

Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined.